Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had pain at the ins pocket. They stated that about 2 weeks ago (B)(6) 2019), the started to have pain at the implant site. They went to see their healthcare professional (hcp) and was told they could try to turn the ins off to see if they still had pain and was advised to call the manufacturer. They had not turned the device off as of yet. The hcp also told the patient that the ins seemed to be sticking out further than it should be. It was recommended that the patient turn the ins off and monitor their symptom but should follow up with their hcp for the issue. Follow up information received from the patient on apr. 15, 2019 reported that they had notified their managing physician and saw them on (B)(6) 2019. They stated that the doctor thought the cause/circumstances for the device sticking out/pain was the patient¿s weight loss. As a step taken to resolve the issue, the patient turned the device off but still had pain. They stated that their doctor thought the ins battery should be moved. There were no further complications reported or anticipated.